Event description:
Consumer complaint of high blood results. Blood test performed (fasting with no medication) at 7:10a was 386 mg/dl. Caller believes her results should be between 120 and 130 mg/dl. Based on parkes error grid analysis, the bias between the result performed at the time of the call and the lowest expected result (120mg/dl) is in zone c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).